Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 4/26/2016, it was reported that following insertion the patient experienced vaginal discharge, odor, cystocele, incontinence, and vulvovaginitis. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 due to sui and mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, neuromuscular problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.